Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the pulmonary artery using pod coils and a non-penumbra microcatheter. During the procedure, the physician attempted to place a pod12 in the fistula; however, the pod12 did not fit in fistula and, therefore, it was removed. A pod8 was then advanced into the fistula but the physician decided to retract the pod8 for repositioning. While retracting the pod8, the physician experienced resistance and the pod8 unintentionally detached within the microcatheter. Therefore, the microcatheter containing the detached pod8 was removed and the coil was flushed out. The procedure was completed using other coils and the same microcatheter. There was no report of an adverse effect to the patient.